Event description:
It was reported that in 2007, pt underwent a revision of unstable left arthoplasty to a fully constrained hip. It is further reported the following month, the pt required revision of unconstrained liner to a constrained liner as a result of dislocated hip.

Manufacturer narrative:
Device not received. No evaluation will be performed. If the device or add'l info becomes available, a supplemental report will be issued.